Event description:
Resident kept sliding to the foot of the chair. Resident slid out of the chair and fractured hip. Because of the extra pressure at the foot of the chair, the bar bent in the back of the chair.